Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad trace. No button error alarm, ramping number on their own or scrolling bar moving anomaly noted. The device was received scratched lcd window and crack on reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was performed. The device was returned for analysis.